Event description:
Customer reported that the act and esc buttons on the insulin pump are not responding properly. Customer also stated that there are cracks on the screen of insulin pump. Customer's current blood glucose reading is 78 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. Insulin pump had a cracked display window corner, minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.